Event description:
The hospital reported that during an evh procedure while the patient was on-pump, air was felt coming from the right side of the patient's chest. The insufflator was shut off and the air dissapated on its own. No other issue occurred and the case was completed without further complications. After the procedure was completed, the surgeon stated that the insufflator had been set too high, at 15 mm hg. It was also mentioned that during dissection, one branch had been torn causing co2 to enter the circulatory system. The branch was sealed off after it was identified to have been torn. The hospital did not report any other patient complications and the patient was reported to be doing fine post-op. No device malfunctions were reported. This report is being submitted because medical intervention was performed.

Manufacturer narrative:
Investigation cannot be performed because the device was not returned by the user facility and no device malfunction was reported.